Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue in the lot. Based on available information, the cause of the reported incomplete coaptation & dyspnea cannot be determined. The cause of the reported image resolution poor was due to a combination of patient anatomy and procedural conditions (older equipment). Additionally, the reported effect of tissue injury & mr appear to be cascading effects of incomplete coaptation. The reported effect of tissue injury, mr & dyspnea are listed in the instructions for use (IFU) and are known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling. H6 health effect - impact code 4614 was removed.

Event description:
Subsequent to the previously filed report, additional information was received. On (B)(6)2023, the patient returned with recurrent mr grade 4. Two mitraclip xtws were implanted; one was implanted on the medial side and the other was implanted on the lateral side. The mr was reduced to grade 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue in the lot. Based on available information, the cause of the reported incomplete coaptation & dyspnea cannot be determined. The cause of the reported image resolution poor was due to a combination of patient anatomy and procedural conditions (older equipment). Additionally, the reported effect of tissue injury and recurrent mitral regurgitation (mr) appear to be a cascading effect of incomplete coaptation. The reported effect of tissue injury, mr, and dyspnea are listed in the instructions for use (IFU) and are known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment, tissue injury, and recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, a dilated atrium, and a rotated heart. It was noted imaging was challenging throughout the procedure. An xtw clip was successfully deployed, reducing mr to a grade of 1. A few hours after the procedure, the patient experience shortness of breath. Transesophageal echocardiogram (tee) was performed and confirmed that the clip was stable on the leaflets. On (B)(6) 2023, tee was again performed. At this time, it was observed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The slda caused tissue damage to the leaflet and mr returned to a grade of 3. No additional information was provided.